Event description:
Attorneys have alleged that their clients suffered injuries associated with da vinci surgical procedures. These claims do not involve deaths or device malfunctions. These allegations were first received by intuitive surgical, inc. During the time period of (B)(4) 2014. For those claims where procedure dates are provided, the dates range from (B)(6) 2014.

Manufacturer narrative:
This medwatch report reflects 441 initial events and 204 supplemental events summarized as part of exemption number (B)(4). If additional information is received, follow up reports will be submitted to the FDA.